Event description:
It was further reported that at the time of the event, the patient underwent cardiac catheterization and treatment to both the ramus and the left circumflex one day following event onset.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis and myocardial infarction occurred. The patient presented at the time of the index procedure due to non q-wave st elevation myocardial infarction. Cardiac catheterization revealed a 95% stenosed and 15mm long lesion in the ramus artery about 1cm beyond its origin with a reference vessel diameter of 2.25mm. This was treated with predilation and deployment of a 2.25x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011, the patient presented due to complaints of a prolonged episode of chest pain. She reports worsening unstable chest pain with numerous episodes over the previous couple of days. It was associated with shortness of breath and diaphoresis radiating into the left jaw. Subsequent lab results found elevated cardiac enzymes. An ECG performed revealed sinus tachycardia and nonspecific lateral t wave abnormalities. The patient was diagnosed as having a non-st elevation myocardial infarction. Cardiac catheterization revealed 90% focal proliferative in stent restenosis within the margins of the previously placed taxus liberte stent and mild irregularities in the remainder of the vessel. This was treated with predilation and placement of a 2.25x18mm promus stent overlapping the proximal segment of the taxus liberte stent. Repeat angiography revealed that the stent was free of the left main, but there appeared to be some proximal migration of the promus stent during deployment with extension into the left main. The balloon catheter was withdrawn and repeat injections revealed excellent dilation of the stenotic segment with 0% residual stenosis. During the same procedure, the distal left circumflex was treated with angioplasty resulting in 0% residual stenosis. The patient did well cardiac-wise was discharged 2 days later in stable condition on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stent.